Event description:
Affiliate reports that the valve does not function which resulted in an explant.

Manufacturer narrative:
Codman has received the device for evaluation. Upon evaluation of the investigation, a follow up report will be filed.